Manufacturer narrative:
It was reported that the ventilator had a turbine failure. The fault was isolated to the turbine module which was replaced and returned for investigation, the ventilator logs were not returned for evaluation. Simulated use testing of the returned turbine module has reproduced the described customer issue. The ventilator failed the turbine and gas supply test when tested in a reference ventilator test device. This issue has been investigated before and a defect turbine in the turbine module caused the unit to fail the test during pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue is caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's turbine module failed. There was no patient harm. Manufacturer's ref. #: (B)(4).